Manufacturer narrative:
Date sent to the FDA: 04/27/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed . Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that an unopened sample of product code 622h was received for evaluation. Visual inspection of the unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch qlbdph, 622h and no non-conformances were identified. The product upon which this medwatch is based has been received, however, at time of submission, evaluation not yet in complete status and therefore not reported in the initial medwatch. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair on (B)(6) 2021 and the suture was used. While doing a chandler stitch and pulling through a mesh, the needle popped off at the swage. The procedure was completed with another like device with no patient consequences.